Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at implant site, subsequently the abutment was removed. Clinical management is ongoing. The implanted device remains.